Event description:
It was reported that the patient went to the hospital with palpitations. There, the patient was externally shocked to convert atrial fibrillation. The patient later stated that the electrode was defective, and he got an infection. There were no additional adverse events reported. The system remains implanted.